Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) exhibited pain in the chest when raise or move the arm and irritation. It was indicated that the patient was going to follow with the health care professional. Also, it was mentioned that the patient had a transient ischemic attack. Additional information was received which indicated the crt-p was explanted and replaced by a non boston scientific product. No additional adverse patient effects were reported.

Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. The allegation could not be confirmed by laboratory analysis.